Event description:
It was reported that while using the bd smartsite¿ low sorbing secondary set there was leakage. Report 1 of 2. The following was received by the initial reporter: verbatim: over the past month or so, there have been significant issues with the bd smartsite¿ low sorbing secondary sets red 10014881 leaking. One involving a code brown/chemo spill during a patient¿s treatment. The pharmacy department did pull another tubing and it was disconnected easily upon removal from the packaging.

Manufacturer narrative:
H.6. Investigation summary: the customer reported separation issues and returned one used sample. The sample verifies the complaint as it was separated below the drip chamber. The separation is caused by insufficient solvent applied during the manufacturing process. This material, lot, and failure mode are consistent with a project at the plant to address the issue. The drip chamber solvent application has attention and the risk of recurrence of the issue will be lowered. Device history record review for model 10014881 lot number 22129197 was performed. The search showed that a total of 21,603 units in 1 lot number was built on 13dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.